Event description:
As reported, it was a case of a 26 mm sapien 3 ultra valve, in aortic position by transfemoral approach. After valve implantation, the patient presented with a left bundle branch block (lbbb). On pod3, the patient presented a 1st degree av block. Therefore, a permanent pacemaker was implanted.

Manufacturer narrative:
The device remains implanted.